Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tsw35 would not cut or staple with reload. Another instrument was used to complete the case. There was no consequence to the pt.